Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient with shortness of breath presented remotely via merlin transmission showing the device in backup vvi reset mode. The patient was brought into the clinic for further assessment. Due to unexplained reset, a download was not performed. The device was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power-on-reset during appropriate hv therapy delivery. The device was tested on the bench and no anomalies were detected. The cause of the bvvi could not be determined.